Manufacturer narrative:
(B)(4). Additional concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, shell, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04847, 0001825034-2018-04851, 0001825034-2018-04852. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 14 days post implantation, a patient had presented with increasing pain and decreased mobility in the hip. Patient had noted increased swelling on the anterior aspect of the thigh and had some drainage of serous material. Patient underwent incision and drainage of hip hematoma/seroma. Attempts have been made, and no further information has been provided.